Event description:
It was reported by customer that during a routine check the cs300 intra-aortic balloon pump (iabp) malfunctioned. Electrical test fail code #50 has been reported. No patient involvemet. No harm reported.

Manufacturer narrative:
Event site name: (B)(6) hospital. Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.